Event description:
It was reported that the lead had intermittent loss of capture and high threshold measurements. It was noted that the patient underwent bypass surgery two times, which altered the position of the lead. The lead was surgically abandoned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.